Event description:
Caller reported an error with the continuous glucose monitor, specifically cgm error 42, which occurred with the g6 sensor. There was no reported impact to the customer¿s blood glucose level. Technical support provided the caller with comprehensive information on how to reset the pump, and the caller planned to perform the reset when ready, with the option to follow up if the issue continued.